Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. FDA device problem code: 1354. FDA patient problem code: 2199.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system extension tube broke after the puncture. The following information was provided by the initial reporter, translated from chinese to english: "after successful puncture, the extension tube was broken, and the sample was preserved with blood"

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system extension tube broke after the puncture. The following information was provided by the initial reporter, translated from chinese to english: "after successful puncture, the extension tube was broken, and the sample was preserved with blood".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-18 h6: investigation summary a device history record review was completed for provided lot number 2243416. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one sample was returned for evaluation by our quality engineer team. Through examination of the sample, a partial cut was observed in the tubing component. It is possible that the damage was related to the clamp, however, the clamp was inspected and no burrs or other defects that could have led to this tubing damage were detected. It is also possible for this type of defect to result if the device is activated incorrectly. If the tubing is first clamped and then activated, the needle may hit the slide clamp, causing a cut to occur. An exact cause related to the manufacturing process could not be determined for this incident. See h10